Manufacturer narrative:
Unit alarmed failed batt test during battery insertion due to faulty battery tube. Unable to test the operating currents, low battery alarm, off no power alarm and motor error alarm due to failed battery test alarm. Motor passed motor test. Unit had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and an off no power alarm without a low battery alert prior. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was performed. The device was returned for analysis.